Manufacturer narrative:
Concomitant medical products: product ID 3708360 lot# nkc053080v implanted: (B)(6) 2017 product type extension. Product ID 3889-41 lot# 0213751413 implanted: (B)(6) 2017 product type lead. Product ID 3889-41 lot# 0213834750 implanted: (B)(6) 2017 product type lead. Product ID 3708360 lot# nkc053081v implanted: (B)(6) 2017 product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3708360, lot# nkc053080v, implanted: (B)(6) 2017, product type: extension; product ID: 3889-41, lot# 0213751413, implanted: (B)(6) 2017, product type: lead; product ID: 3889-41, lot# 0213834750, implanted: (B)(6) 2017, product type: lead; product ID: 3708360, lot# nkc053081v, implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the pain went down the buttock.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, lot# nkc053081v, implanted: (B)(6) 2017, product type: extension . Other relevant device(s) are: product ID: 3708360, serial/lot #: (B)(4), ubd: 05-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported the patient feeling shock sensation down their left buttock. There was no action taken. Imaging showed that the lead position was unchanged. No device malfunction was noted on (B)(6) 2018. The event was possibly related to the device or therapy and not related to the implant procedure. Specifically related to the lead/extension tract. There was no evidence of lead migration on x-ray. Device interrogation showed no malfunction of device. Extension headers appear superficial under skin on left loin area which may be cause of the pain. No further complications were reported/anticipated.

Event description:
Additional information received reported that it was not believed that the device had caused the extension header to be superficial.